Event description:
This is an international report where the patient was expected to receive an 8 hour therapy, with 4 cycles and a last fill of extraneal; however, despite having no alarms during the therapy, the hc tried to deliver 5 cycles and shortened the dwell time.. As there was not enough fluid attached to complete 5 cycles, the homechoice (hc) started alarming after about 6 hours. Therapy was stopped and not completed. According to the hc's readings, the patient had retained around 1300mls of fluid, but when the home patient's (hp) sister drained the hp manually, she drained out over 2l of fluid. The hc would also not let the hp?s sister access the nurses menu to get the more detailed therapy information. The technical service representative (tsr) recommended that the total volume of fluid is reduced, as this can lead to additional cycles being added. The machine has been swapped and is available for investigation. Patient was involved but no patient harm was reported.

Manufacturer narrative:
(B)(4). The reported problem of program changed by device was not confirmed and the assignable cause was undetermined. The device was sent to servicing to solve the problem. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.